Event description:
The fiber was returned without any information. Analysis of the returned fiber identified a break in the fiber body between the control knob and distal tip. Additionally, the glass cap was rotating independently of the metal cap, indicating a glue failure.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the control knob and the distal tip. Additionally, the glass cap was observed to be rotating independently of the metal cap indicative of a glue failure. It is probable that excessive manipulation of the fiber during set-up contributed to the fiber body break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body beak. Additional manufacturer narrative: date of event was not provided, estimated date entered.